Event description:
It was reported that patient experience pain at the ipg site since a fall 3 weeks ago. Reportedly, the patient has adequate coverage and effective stimulation. Surgical intervention may be undertaken to revise the pocket size.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.